Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer checked the analyzer and everything looked good. Ise checks were performed. Calibration and controls were acceptable. Multiple patient samples were tested in parallel with another unit. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode on a cobas 8000 ise module. The customer provided examples of 15 patient samples with discrepant na results. The day before the issue, the customer performed maintenance on the analyzer. Many calibrations failed after the maintenance was performed. The customer was able to eventually get calibration and controls to pass. On the day of the event, afternoon controls recovered poorly. The patient samples were pulled and repeated on a second analyzer. 33 na results were corrected. Refer to the attachment for all patient data.

Manufacturer narrative:
Based on the provided information, the issue is consistent with a calibration issue caused by leaving the calibrator material open too long, leading to evaporation and concentration of the calibration material.